Manufacturer narrative:
H10: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not returned for the evaluation. If a sample is returned, the investigation will be reopened. Few pictures were provided for the evaluation. Upon visual evaluation of the pictures, the reported condition is confirmed. The most likely root cause for the stylet disassembly indicates that this issue could have occurred due to the incorrect set-up of the pistons of the machine. As a preventive action, an adjustment was made to the pistons, this adjustment is documented.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the wire pulled away from the green end cap of the guide wire. There was no harm to the patient.